Event description:
The patient called to report the feeling of a "tingling sensation" by the incision. Patient also stated that it does not bother them and it feels like a "very, very minor shock", which is happening one to two times per week. Follow-up to determine if patient symptoms are device related were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.